Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, the right atrial lead was observed to be non-capturing and damaged during an aortic valve replacement. The lead was explanted and replaced. The patient was stable after the procedure.